Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy a clip came off the applier device and was not visible to retrieve. The patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot# 73a1900841, the samples were functionally inspected, and during the inspection issue reported "ligation clip came off application device" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that during a laparoscopic cholecystectomy a clip came off the applier device and was not visible to retrieve. The patient's current condition was reported as fine.